Event description:
Patient was scheduled for an egd/gi and colonoscopy, tract capsule. The capsule delivery device and pill was prepared correctly and placed into patient. When the nurse tried to deploy the capsule delivery device, the gi pill would not detach from the delivery device. All equipment was taken out of the patient and steps were repeated. The second attempt with a new capsule delivery device failed also.what was the original intended procedure?egd/gi and colonoscopy, tract capsule.